Manufacturer narrative:
Per the initial reporter, the device will not be returned. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an angioplasty, the sphere inflation device stop cock does not connect properly. The stop cock reportedly leaks and pops off at certain pressures. A replacement stop cock was attempted to be used and the same issues were encountered. This was noted to be a reoccurring issue that has happened more than ten times with multiple lots (unknown lot numbers - refer to medwatch 1820334-2018-00774) including the lot captured in this report. All procedures involved have been able to be successfully completed; however, the devices are not functioning optimally. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the drawing and quality control of the complaint device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the drawing and quality control of the complaint device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.